Event description:
Patient presented with a femur fracture was treated with an 8-hole locking compression plate (lcp) condylar plate and screw construct on (B)(6) 2013. On (B)(6) 2013 the patient advised the surgeon that he had fallen but could not remember how. An x-ray showed that the plate had pulled away from the bone proximally but did not break. Patient was returned to the operating room (or) on (B)(6) 2013 for revision surgery. The surgeon removed the hardware and the patient was with a retrograde/antegrade nail in retrograde fashion. The hardware was removed without additional intervention. This is 5 of 12 reports for the same report, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.